Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the device single use loading unit could not be opened after initially loading onto the adapter and closing the unit while testing prior to use. The reload could only be removed from the device by using a screwdriver. The device reload was successfully used with a new adapter and handle. There was no patient harm or injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No further details regarding patient, product or procedure were provided by the reporter.